Event description:
The customer received a blood glucose reading of 374mg/dl on the contour, retested on a contour next and the reading was 146mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned. Replacement kit was sent to the customer.